Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy due to lead dislodgement. After multiple lead revisions, the lead was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.